Event description:
It was reported that this left ventricular (lv) lead exhibited oversensing of the atrial flutter activity on the lv channel. There was pacing inhibition for less than two seconds. Further reprogramming was recommended. No adverse patient effects were reported. This lv lead remains in service.